Event description:
Caller reported a separate comparison of 545 mg/dl on mobile system, 131 mg/dl on performa system within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Strips not available for return.